Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified proximal left anterior descending lesion that was 80% stenosed. A 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation following stent placement. The bdc deflated completely without issue. During removal, the bdc became stuck with the unspecified guiding catheter (gc) tip. The bdc and the unspecified gc were removed as a single unit. The procedure was successfully completed and no further action was taken. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.